Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy due to the right ventricular lead having oversensing and electromagnetic interference. It was also reported that the device had emi. The lead and device remain in use. No further patient complications have been reported as a result of this event.